Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on (B)(6) 2026 that the cycler was going through the power fail recovery and it made a loud humming noise. During the call fluid leaked from the cassette door when the patient (pt) removed the cassette. Pt noted there was fluid along the bottom of the cycler and would not dry if left to air dry. M31 air detected in cassette warning occurred fill 1 of 6 and patient was connected during incident. The fluid leak was discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette door; there were alarms/warnings prior to leak; m31 air detected in cassette occurred prior to the fluid leak. The film on the back of the cassette is not loose. Upon follow-up conducted on (B)(6) 2026 the patient¿s contact stated that upon removing the cassette fluid started to leak from the cycler door and fluid was discovered underneath the cycler as well. Per the contact they don¿t know what caused the leak since they checked the cassette and the lines and there were no visible damages or holes. The contact stated that they cleaned the fluid inside the cycler and let it dry overnight. The patient contact confirmed that there was no fluid leaks from the cycler set connection to the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient could not complete treatment on the cycler on the day of the reported event. The patient contact confirmed that the patient is continuing treatment on the cycler with no further issues since then.